Event description:
The device was returned for early battery depletion, was analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported as a result of this event. Additional information received on the event indicates the patient felt dizzy and went to the hospital. Device interrogation indicated no telemetry and battery depletion was suspected. The device was replaced; patient's status was ok.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary and functional testing confirmed no output no telemetry conditions. The no output and no telemetry conditions were the result of lifted output bond wires. The device was returned for early battery depletion, was analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported as a result of this event. Additional information received on the event indicates the patient felt dizzy and went to the hospital. Device interrogation indicated no telemetry and battery depletion was suspected. The device was replaced; patient's status was ok. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure, wire, device was out of specification in a manner that relates to event, interrogate, difficult to, premature eri (elective replacement indicator)

Event description:
The device was returned for early battery depletion, was analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported as a result of this event.